Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon inserted the balloon into the patient cavity and inflated the device. The balloon detached from the cannula and the balloon remained in the patient cavity. The balloon was retrieved from the patient cavity with no consequence to the patient. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one space maker preperitoneal distal balloon, kidney shaped. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned sample. Visual inspection of the instrument noted that the balloon was disengaged from the cannula. No adhesive was observed on the balloon flange or the cannula. The root cause of the disengaged balloon was determined to be a result of an manufacturing error and an action has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.